Event description:
Remote premature battery drain was found. Confirmed by bsc tech support, recommends generator change within 90 days. Manufacturer response for pacemaker, accolade l321 el (per site reporter). Needs generator change within 90 days.